Manufacturer narrative:
Manufacturing and quality control data the shunt assistant® was manufactured by a qualified employee on february 2021. Deviations during assembly did not occur. The product was finally tested as article (B)(4) and released for packaging and sterilization and was sterilized by miethke. The shunt assistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: no deviations on the shunt assistant® detected. Permeability test: the test showed that the shunt assistant® is permeable. The drained liquid was bloody. Internal inspection of product: after dismantling of the valve, no deposits were found in shunt assistant®. Results: based on our investigation results, we cannot identify a malfunction in the valve. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that a shunt assistant (part # fv251t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, approximately three (3) months post-operatively, the shunt system was suspected of having a blockage. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch 3004721439-2021-00371.